Manufacturer narrative:
H10: additional manufacturer narrative: bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, calcification was indicated. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The device was not returned for evaluation. As the patient had undergone a valve-in-valve procedure the device remains implanted. The device history record (DHR) could not be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of medical article the following event was identified as pertaining to an edwards device: a 69-y-o patient with a 25mm perimount valve implanted in the aortic position underwent surgery for a valve-in-valve (viv) procedure after an implant duration of 2 years and 6 months due to bioprosthesis calcification and leaflets thickened leading to severe stenosis (peak/mean gradient of 88/46 mmhg) and mild regurgitation. As reported, the patient presented with breathless on exertion. As per pre-viv serial echo reports provided, the leaflets were thickened and the bioprosthesis showed moderate calcification and minor mobility. Indication for initial avr was heavily thickened and calcified native aortic valve consistent with severe aortic stenosis. A 26mm non-edwards valve was implanted within the existing edwards perimount valve via the left transfemoral route. There was no history of stroke or myocardial infarction. As reported, 2 years and 11 months after the viv procedure torrential ar and severe lv impairment was observed. The tee revealed that the non-edwards device had partially migrated. A salvage viviv-tavr was performed with a 26mm sapien3 valve. After the procedure the patient was successfully weaned off inotropes, extubated and eventually repatriated to his local hospital for further rehabilitation. A follow up echo 6 weeks later revealed a well-functioning valve with mean gradient of 10 mmhg across valve and no ar. The patient was seen in a clinic 3 months later with nyha class I and clinically well.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. The root cause of this event cannot be determined with the available information. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) was not reviewed as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
A (B)(6)-y-o patient with a 25mm perimount valve implanted in the aortic position underwent surgery for a valve-in-valve procedure after an implant duration of approx. 3 years due to severe stenosis with a peak gradient of 100 mmhg. The patient presented with breathless on exertion. A 26mm non-edwards valve was implanted within the existing edwards perimount valve via the left transfemoral route. There was no history of stroke or myocardial infarction. As reported, approx 3 years after the viv procedure torrential ar and severe lv impairment was observed. The tee revealed that the non-edwards device had partially migrated. A salvage viviv-tavr was performed with a 26mm sapien3 valve. After the procedure the patient was successfully weaned off inotropes, extubated and eventually repatriated to his local hospital for further rehabilitation. A follow up echo 6 weeks later revealed a well-functioning valve with mean gradient of 10 mmhg across valve and no ar. The patient was seen in a clinic 3 months later with nyha class I and clinically well.